Manufacturer narrative:
(B)(6).

Event description:
The customer's wife complained of discrepant high inr results on coagucheck xs meter with serial number (B)(4). At 04:00 am the result from the meter was 5.3 inr. At 10:30 am the result from the meter was 7.0 inr. The customer's wife did not know if a different finger was used. There was no allegation of an adverse event. The customer's condition was "fine". There was no treatment based on the meter results. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in medication, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 235477) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.